Event description:
It was reported "volume display error". Additional informations states that the iabp console was swapped to continue therapy. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The reported complaint of "iabp reading 35cc, 100% with no outside intervention" is confirmed based on the picture provided in the complaint. No iabp part was returned to teleflex chelmsford for investigation. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to balloon volume default to 35cc. The root cause of the complaint is undetermined. No further action is required at this time. The reported complaint will be monitored for any developing trends.

Manufacturer narrative:
(B)(4).

Event description:
It was reported "volume display error". Additional informations states that the iabp console was swapped to continue therapy. No patient injury or consequence reported. The patient's current condition is reported as "fine".